Event description:
On (B)(6) 2012, the patient contacted animas, alleging an inability to unlock the pump with the up and down arrow keypad buttons. The patient reported having to manually reboot the pump to unlock it. The patient denied damage to the keypad and reportedly wore the pump attached to a belt. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, all of the keypad buttons responded appropriately to button presses. The original complaint of the inability to unlock the pump with the up arrow and down arrow keypad buttons was not duplicated during testing. There was evidence of contamination found under all of the button contacts during evaluation.